Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. The ac power module was replaced under warranty which resolved the failure.